Event description:
The customer reported that the 9800 system would display a collimator calibration error message upon boot up. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative reloaded the calibration file data and adjusted the 5vdc voltage at the fluoro functions board. The system was tested and operates as intended.